Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during a procedure on the left shoulder of the pt, the inner aspect of the unit broke off. The unit was being used in a normal manner when this occurred. It was further reported that the broken piece was located and removed by the surgeon and the procedure was completed successfully.